Manufacturer narrative:
The complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, there was difficulty advancing the enroute 0.014'' guidewire across the lesion, and after multiple attempts, a dissection was observed. The physician elected to convert the procedure to a carotid endarterectomy (cea).

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, there was difficulty advancing the enroute 0.014'' guidewire across the lesion, and after multiple attempts, a dissection was observed. The physician elected to convert the procedure to a carotid endarterectomy (cea).

Manufacturer narrative:
The complaint investigation has been completed and attached to this report.